Event description:
The initial reporter stated that the pump "does not recognize empty cassette". They stated that the pump did not alarm no food. The expected alarm is the load set alarm, but they did not state if the pump alarmed load set or not. The initial reporter stated that this had occurred during testing, and that it had no effect on a patient. Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "does not recognize empty cassette". They stated that the pump did not alarm no food. The expected alarm is the load set alarm, but they did not state if the pump alarmed load set or not. The initial reporter stated that this had occurred during testing, and that it had no effect on a patient. [Complaint- (B)(4)].